Manufacturer narrative:
A total of 145 parts were produced at tyber medical. Three devices were rejected at final inspection, and the remaining 142 were packaged and sterilized. All released parts conform to device specification. There are no other non-conformances or relevant capas associated with this lot. The device was not returned so a device evaluation was not possible. Root cause cannot be traced back to the device with the information provided. Asd is a known procedural risk for lumbar spinal fusion that is often caused by patient conditions that are entirely unrelated to device performance. Root cause cannot be traced to the device.

Event description:
It was reported that this was a tlif (l4/5) performed on (B)(6) 2023. The surgery was completed successfully with no surgical delay. After surgery, asd occurred. A revision surgery to extend fixation is scheduled for (B)(6) 2023. No further information is available.

Event description:
It was reported that this was a tlif (l4/5) performed on (B)(6) 2023. The surgery was completed successfully with no surgical delay. After surgery, asd occurred. A revision surgery to extend fixation is scheduled for (B)(6) 2023. No further information is available.